Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing. On (B)(6) 2025, the physician capped the ra and rv lead. The rv lead was replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.